Event description:
A report was received that the patient had a cerebrospinal fluid (csf) leak during the permanent implant procedure. The physician believed that the entrada needle caused the csf leak and did a blood patch. The implant was successful and the patient was reportedly doing well.